Event description:
My boston scientific latitude heart monitor lost the cellular connection on (B)(6) 2026. There have been no changes in cell towers or equipment in my home. The device worked perfectly from october, 2025 until june 4, 2026. Troubleshooting with boston scientific has gained no connectivity. Cellular connector has been replaced 2x to no avail. I took the device to my neighbor's house and it connected immediately. I just returned from a 12 day trip involving 3 hotels and a 10 day cruise. The device connected immediately in all cases. Neither consumer cellular nor at&t have offered an explanation for the connectivity issue neither have they made any effort to alleviate the problem. It is impossible to find someone at either company that has any idea about what to do next. This can potentially be a life-threatening situation should my pacemaker malfunction. My doctor is not able to receive any monitoring reports.